Manufacturer narrative:
Follow up will be filed if additional information is received.

Event description:
It was reported by dealer that sieve beds are causing high pressure and power switch is causing no alarm on the irc5po2v concentrator.